Event description:
Rezum, 510(k): k150786 product. Had rezum done in (B)(6) on (B)(6) 2023 at (B)(6) surgical center. Infection, epididymitis, 2 months in bed, starting (B)(6) 2024, no sperm on ejaculation. Was not told this could happen because of procedure, looked it up same in UK. I'm going to post all of this didn't have knowledge of these problems, no sperm, no orgasmic feeling just clear prostate fluid, I want this fixed, it's like you are castrated but still have testicles. I'm (B)(6). Rezum under 510(k): k150786 product.